Event description:
It was reported that the patient experienced stimulation in the wrong location. The reporter stated that the patient's implant was "put in wrong." The leads were "up too high" so the healthcare provider (hcp) had to "re-do" them around the same time the implantable neurostimulator (ins) was implanted. It was known that the leads were too high because the patient was feeling stimulation in his ankles rather than his back. The reporter indicated that the patient attempted to stand up and fell as he was made to stand up "too quickly." It was noted that the patient was always in pain. If additional information becomes available, a follow-up report will be submitted.

Manufacturer narrative:
Concomitant medical products: product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2011. Product type: lead: product ID 37743, serial# (B)(4), implanted: (B)(6) 2011. Product type: programmer, patient: product ID 3708120, serial# (B)(4), implanted: (B)(6) 2012. Product type: extension: product ID 3708120, serial# (B)(4), implanted: (B)(6) 2012. Product type: extension. (B)(4).